Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. Patient noticed there was fluid under the cycler where the stay safe connector is after treatment was completed. The patient has not contacted his pd nurse. The set was discarded. During follow-up the patient reported he did not have any injuries or complications. His effluent remained clear. He was not prescribed any antibiotics or has any infection.

Manufacturer narrative:
Date received by manufacture should be (B)(6) 2016.